Event description:
The pt underwent therasphere treatment to the right lobe of their liver in 09/01 and received 148 gy. In 11/01, their treatment was completed with the left lobe infusion of 144 gy. Both procedures went well and the pt was discharged to home in stable condition each time. CT scan from 12/01 showed stable appearance of the liver. Pet scan from 12/01 revealed disappearance of previously identified liver disease. Another sign of a good response to therasphere treatment was the cea decrease from 18.3 ng/ml in 09/01 to 2.3 ng/ml in 12/01 and 01/02. The pt expired in 2002. The death certificate states cause of death being pulmonary edema as a consequence of cardiomyopathy. This death is not related to therasphere treatment; it is due to exacerbation of the pt's heart disease.